Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(6)implanted: (B)(6)2016 product type catheter product ID 8780 serial# (B)(6)implanted: (B)(6)2023 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 31-aug-2017, UDI#: (B)(4).; product ID: 8780, serial/lot #: (B)(6), ubd: 15-nov-2025, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver gablofen (baclofen). Dose and concentration information was unknown and could not be obtained. It was reported that pump issues occurred. Per a rehabilitation physician caring for the patient, they had been encountering issues with the baclofen pump for several months. The patient had a catheter revision in late 2023 (see manufacturer report # 3004209178-2023-16837), but then presented again a few months prior to this report with withdrawal symptoms. The hcp did a side port aspiration and had sluggish flow. The hcp arranged a dye study and, at that time, they were barely able to withdraw anything from the side port, "just a few drops of fluid". They had radiologic confirmation that they had correctly accessed the side port. They did not inject the dye due to lack of flow on side port aspiration. There had been no errors in the logs. The hcp had discussed with neurosurgery, who had recommended pump removal. They had been attempting to wean the pump with plan for removal, but the family continued to question "what exactly is going on with the pump" and if it could be fixed. The hcp saw them in clinic "yesterday" and the patient's mom requested that the hcp reach out to the manufacturer to see if there were any additional thoughts or recommendations. She felt that she had a lot of support from the manufacturer at the time of the pump placement, but "not recently". The hcp did not believe they had reached out to the manufacturer yet. There were no known environmental, external, or patient factors that may have led or contributed to the issue. At the time of this report, nothing was planned in regards to interventions/actions to taken to resolve the issue. Surgical intervention did not occur and was not planned. At the time of this report, the issue was not resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but would not be made available.

Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that the cause of the withdrawal symptoms and difficulty aspirating the cap was not determined. No surgery was planned as of today and the issue was unknown if it had resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.